Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak broke during insertion. After the bone socket was prepared, the surgeon encountered difficulties inserting it and finally broke. The broken fragments were removed, and the case was completed using a product from another manufacturer. This was discovered during an injury of deltoid ligament of ankle joint procedure on (B)(6) 2023 additional information received on (B)(6) 2023: the case was delayed an hour; however, additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the picture attached in the investigation identified that the implant 3mm bio-suturetak was broken at the base of the threads. The remaining anchor was noted inside the shaft with the sutures. No damage was noted to the driver of the biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire® received. Per dfu-0054-10 rev 5, section g- precautions: 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. The most likely cause for the reported failure can be attributed to user error of the device due to excessive impaction during anchor insertion and/or prying/leveraging during use. Functional testing was not performed due to the damage to the device.